Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is attributed to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 11/28/2016, that a sign im nail implanted to repair a fracture was replaced due to additional trauma which broke the implant. The broken im nail was replaced with a 10mm x 360mm standard nail per the sign technique manual. Surgeon comments: "history of open comminuted segmental fracture of left leg treated earlier with iln - around 2 years back. Suddenly months back severe pain developed following a fall - clinical findings: pain, swelling and restriction of movement with inability to bear weight on affected limb. X-ray findings: breakage of iln - lt co-morbid factors: n".